Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was noted that the battery cap threads were stripped and there was moisture within the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed unexplained power on resets. The battery compartment was cracked above and below the bumper pad. Corrosion was found in the battery compartment. The returned battery cap threads were stripped and was unable to attach to the returned pump or to a test pump. The battery cap measurements were within specifications. The test battery cap was used to complete 24 hour testing. No power on resets were duplicated during investigation. A leak was found in the battery compartment. The pump cover was removed to find no further evidence of moisture on the printed circuit board or internal components. No damage was found to the power circuit.